Manufacturer narrative:
Info has not been provided. Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan alleging that the product had the following unresolved buttons/scanners issue: down arrow button was stuck. There were no allegations of harm or injury.